Event description:
Attorney alleges plaintiff developed symptoms including, but not limited to: multiple sclerosis-like syndrome, peripheral neuropathy including paresthesia, arthralgia, sustained balance disturbances and substantial loss of function in breast due to complications from implants, including contractures.